Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after three hours dialysis with one unit of theranova 400 dialyzer, the machine alarmed blood in dialysate. Upon further investigation, it was observed that the blood had haemolysed. The patient was hospitalized, monitored and was released later in the evening. There was patient involvement, however there was no injury or medical intervention associated with the reported event. No additional information is available.